Event description:
It was reported that during a low anterior resection procedure, the knife moved at the first stroke of the first firing, but would not move at the second stroke. Some staples were unformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.